Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The patient said the intellis recharging belt was too big and the pt could not successfully wear the belt and charge the implanted neurostimulator(ins) because the belt was tightened all the way and would still slip down. When asked for the event date, the pt said "awhile." Pt also said the ins took forever to charge. Patient mentioned they had not lost "that much"" weight. Patient was angry that medtronic did not manufacture a larger belt for them. Patient services offered to replace the current belt to see if replacement would resolve issue, but pt declined replacement. Pt said because of the belt issue, their spinal cord stimulator (scs) was "garbage" and disconnected the call. The patient (pt) was asked to clarify the spinal cord stimulator (scs) issues, and reported the stimulator seems to be stimulating different areas. The cause of the long recharge was not reported. Pt reported the recharging belt was too big and the suggested work arounds do not work. The issue has not been resolved. The pt reported they would not have gotten this stimulator if they had known there are no smaller belt sizes. Weight was asked, but not reported. A response was received from the patient reporting stimulator needed to be charged. Due to illness, I have lost weight. So much so the belt to hold the charger in place was a few sizes too large. I reached out to medtronic to order a smaller belt and was told there is only one size. Also, patient states the stimulator is that it no longer stimulates the nerve in the leg it is supposed to stimulate. Instead, I get a tingling feeling in the lower back. Perhaps that is because the leads have moved somehow. Additional information was received from the patient reporting they do not know why their implant was stimulating a different area it just happened to do that all of a sudden. The issue was not resolved.

Manufacturer narrative:
Continuation of d10: product ID 977c265 serial# (B)(6). Product type lead product ID m943899a serial# unknown. Product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(6), ubd: 21-nov-2021, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.